Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call damage on the sensors. Customer's blood glucose level was 180 mg/dl. Customer advised they attempted to change out their sensor a little plastic piece of the sensor fell of when the product was removed from the package. Customer advised there were a few broken sensors when they were removed right out of the box. Customer was advised that the sensors would be replaced and agreed to return the sensors for analysis.

Manufacturer narrative:
Found both needles separated from sensor base. Unable to perform insertion needles complaint due to customer returned sensors opened/used.